Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that sometimes the insulin pump had a blank display. Customer's blood glucose level was around 400 mg/dl. The insulin pump was not taking their carbohydrates. The customer had issues with the battery compartment. The device was not returned.